Manufacturer narrative:
Investigation results: a wallflex biliary delivery system was returned for analysis. The stent was not returned. A visual examination of the device noted that the inner shaft and outer sheath were slightly kinked just proximal to the distal tip. The outer diameter of the distal exterior tube was within specification and the outer diameter of the proximal exterior tube was larger than the specification. No other issues were identified during the product analysis. There is evidence that the device failed to meet specification prior to shipping. However, it is not possible to determine whether the most probable root cause is due to manufacturing or design. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A corrective action has been initiated to investigate the outer diameter of the proximal exterior tube being out of specification.

Event description:
It was reported to boston scientific corporation on february 13, 2017 that a wallflex biliary rx uncovered stent was to be used in the bile duct during a biliary drainage procedure performed on (B)(6) 2017. According to the complainant, during a side by side stent placement procedure, the physician advanced the delivery system through the endoscope but resistance was felt. The physician attempted to remove the delivery system from the endoscope when the stent was deployed inadvertently inside the endoscope. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was to be used in the bile duct during a biliary drainage procedure performed on (B)(6) 2017. According to the complainant, during a side by side stent placement procedure, the physician advanced the delivery system through the endoscope but resistance was felt. The physician attempted to remove the delivery system from the endoscope when the stent was deployed inadvertently inside the endoscope. The procedure was completed with a different device. There were no patient complications reported as a result of this event.